Manufacturer narrative:
(B) (4)

Event description:
It was reported that during preparation for an angioplasty procedure, stent damage occurred. When opening the package for withdrawal of the 2.50x32 mm taxus liberte coronary stent system, it was noted that the stent was broken. The outer carton was not damaged. The procedure was completed with another of the same device. The pt's condition is stable.